Manufacturer narrative:
Follow-up # 1 date of submission 08/17/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2016 with the following findings: during investigation, the keypad cover was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and the keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found inside the pump. The complaint of the under-responsive ok keypad button was not duplicated during the investigation. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. In addition, there were multiple cracks in the battery compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.